Manufacturer narrative:
The device was requested for return and a replacement device was sent to the customer. An evaluation of the device confirmed that this complaint is related to an issue in which otherwise fully functioning pumps display a battery missing error notification, which can be caused by repetitive unplugging and plugging when the battery is fully charged. This situation can potentially lead to a therapy interruption. The user is notified of such a malfunction via an audible and visual notification and is instructed via the instructions for use to contact their healthcare provider in order to receive a replacement device.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that when the motion negative pressure would therapy device was not plugged into an electrical outlet, it powered down and would not power back on, though approximately 30 minutes later it powered on without prompting. Though the issue occurred while on a patient, there was no serious injury, the patient did not experience wound deterioration and the patient did not require consultation and/or treatment by a medical professional.